Event description:
It was reported that the ilet insulin delivery device sustained a cracked screen while the user continued on backup therapy, and a replacement device was dispatched with instructions for return of the original unit. Symptoms included no adverse clinical effects, and blood glucose was reported as not affected. Outcomes included continued insulin therapy using backup methods without interruption. Investigation included remote troubleshooting and user education, confirmation of device serial number, and coordination of device replacement and return. Investigation of this case revealed physical damage to the display consistent with screen breakage without evidence of device malfunction or alarms. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.